Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. German heart center of the charité, berlin, germany cholevas, n., hoermandinger, c., just, I. A., politis, n., falk, v., potapov, e., & schoenrath, f. (2024). Backwash maneuver for heartmate3 inflow thrombosis: experience from two cases. Asaio journal. Https://doi.org/10.1097/mat.0000000000002258 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "backwash maneuver for heartmate3 inflow thrombosis: experience from two cases" that a 36 year old woman with a history of peripartum cardiomyopathy developed cardiogenic shock on the 11th postoperative day following heartmate3 implantation. The patient was already extubated and mobilized when a sudden drop in pump flow to zero occurred, accompanied by signs of cardiogenic shock. The partial thromboplastin time (ptt) after the operation was 58¿83 sec. The echocardiographic and log-file analysis suggested acute thrombosis of the inflow cannula. Additionally, two hemolytic markers were significantly elevated lactate dehydrogenase (ldh) from 366 to 559 iu/l and bilirubin from 0.71 to 1.9 mg/dl). Despite two backwash maneuver attempts, there was no clinical or functional improvement, necessitating immediate pump replacement. An intraoperative examination revealed a large thrombus obstructing the heartmate3 inflow cannula.

Manufacturer narrative:
Section b3: date of event has been entered as 01jan2022 as data was collected between 2014 and 2022. Section e: reporter information corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: evaluation of the photo attached to the research article confirmed thrombosis in the inflow cannula. Within the submitted research article, a photo of the reported inflow thrombus was submitted. The image showed an ingested acute thrombus formation completely occluding the distal end of the inflow cannula. Attempts for additional information were sent to the customer; however, no further information has been provided at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.